Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump had off no power anomaly. Customer's blood glucose at time of incident was unknown. Customer stated they have to change the battery every day. Customer was unable to give further detail because the call dropped.